Event description:
It was reported that the original surgery was on (B)(6) 2012. Left rotator cuff repair was completed using two 5.5mm titanium corkscrews medially and two self-punching swivelocks laterally. Revision at five weeks post-op after patient heard a pop in shoulder. After xrays were taken it was noticed that one of the swivelocks was in the subacromial space. The swivelock was taken out and a 6.5 metal anchor was put in its place and tied down the cuff. The quality of the bone was good.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. According to the reporter, an x-ray showed that "one of the swivelocks was in the subacromial space." Based on this statement, the most likely cause of the event was patient post-op noncompliance or migration of the implant out of soft bone. The surgeon is responsible for the proper selection of devices to be used based on patient bone quality. The device was requested/is expected for evaluation but has not been received. Based on the evaluation of the device when/if returned, additional or different possible causes may be determined. At this time, the actual cause of the event cannot be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. Device expected but not yet received.